Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6), 2008 revealed that the patient was experiencing an increase in seizures with 7 breakthrough seizures. Additional information has been requested from the physician but no further information has been received to date. The programming history database was searched and the patient was programmed to output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=30sec on (B)(6), 2008.